Event description:
It was reported that during a mechanical thrombectomy procedure, two zoom 71 devices unraveled upon withdrawal through a third-party rhv. The first zoom 71 unraveled after the initial pass, and a second device subsequently unraveled following the second pass. The clot was located in the internal carotid artery (ica). The patient presented with a tandem occlusion and severely calcified, prohibitive anatomy. The patient was stable. This complaint is being submitted to report the second zoom 71 device that unraveled during the procedure.

Manufacturer narrative:
The zoom 71 device was discarded and not returned for investigation. Although the lot number was not provided, all lots shipped to the account 6 months prior to the event date were reviewed. The manufacturing records confirmed the product met all the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined. However, based on the available information, severe calcification, prohibitive anatomy, and possible overtightening of the third-party rhv were likely contributing factors. As multiple devices were involved in the reported event, a related MDR was submitted for the same patient and incident under reference number: 3014590708-2026-00012.